Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). Investigation summary: bd did not received samples or photographs from the customer in support of this complaint. 100 retained samples were evaluated and no fm were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no evidence were provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "foreign matter in tube."